Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported getting a "sizzling" occurring during the self pace test. There was no patient involvement reported.